Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was the patient's pain management clinic had closed down and the patient had no one to go to with their situation. The patient was having trouble with their back and they were trying to get a hold of a manufacturer representative (rep) that once said they could come to the house and check it. Since 3 or 4 months ago the ins was shocking them and their back was aching. The caller was redirected to their healthcare provider to further address the issue.